Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of insulin, experienced hyperglycemia with blood glucose over 400 mg/dl for a couple of hours, then changed pump supplies and noted a decline to 384 mg/dl; customer education was provided to announce meals only when eating and to rely on the pump to correct the elevated glucose. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of back-up therapy. Investigation included complaint review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and no identifiable device component failure, with the event attributed to insulin interruption prior to supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.